Event description:
It was reported a hole in the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman laa closure device & delivery system was selected for use. On the preparation table it was discovered that there was a hole in the delivery system. It was not used in the patient. It was exchanged for a new delivery system to complete the procedure.

Event description:
It was reported a hole in the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman laa closure device & delivery system was selected for use. On the preparation table it was discovered that there was a hole in the delivery system. It was not used in the patient. It was exchanged for a new delivery system to complete the procedure.

Manufacturer narrative:
The returned device consisted of a watchman delivery system with the implant inside the sheath. Analysis of the implant, core wire, tip, sheath, hypotube, and hub/valve included microscopic and visual inspection. Inspection revealed a hole in the sheath located 43mm from the strain relief, with numerous kinks with sheath damage throughout the sheath. The hole in the sheath was aligned with the hypotube/core wire transition area, with the edges of the hole pushing outward and the surrounding sheath kinked/damaged. Inspection of the rest of the device found n o other damage or defect with the device. The reported sheath damage (hole) was confirmed.